Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the console would not work in sculpt mode. The phaco handpiece was switched out but this did not solve the issue. An alternate console was used to complete the case.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was not able to replicate the reported event. The company service representative found that communication between the footswitch and system was lost. The company service representative restored communication between the system and footswitch. The system was then tested and met all product specifications. The system was manufactured on june 30, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).